Manufacturer narrative:
Pump received with detached and missing end cap. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify loose drive support cap due to detached and missing end cap. Pump also received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and cracked reservoir tube.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the drive support cap is sticking out of the pump and there are cracks below the reservoir window and the top right corner of the display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.